Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has been experiencing low blood glucose level below 1.8 mmol/l. Customer alleged of possible over delivery as the low reading started when switched to a newer pump model. Blood glucose was 1.6 mmol/l at the time of the incident and treated with food. Customer experienced symptoms such as dizziness and no energy. Auto mode/smartguard was in use and automatically delivering insulin at the time of low blood glucose event. Blood glucose at the time of the call was 10.1 mmol/l. Customer was assisted with troubleshooting and reservoir was showing the same amount of insulin as shown on the status screen. No harm requiring medical intervention was reported. No product is expected to return for analysis.